Event description:
It was reported that the patient developed cellulitis at the device pocket and probable sepsis less than one month after the implantable pulse generator (ipg) system was implanted. The (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found. Concomitant: 5076-52 implantable pacing lead 2013-(B)(6); 5076-58 implantable pacing lead 2013-(B)(6). (B)(4)